Event description:
It was reported that the haptics of the intraocular lens bent when attempting to insert the lens into the eye. This was noticed during the insertion. The procedure was completed with the same model and diopter lens. There was no injury, and no further intervention was required. The patient¿s outcome is satisfactory. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: july 28, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed. The lens was found coated in viscoelastic residue and stuck on a non-johnson & johnson cartridge. One haptic was observed to be bent. The lens was unstuck and cleaned revealing no further issues. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.